Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 mm refurbished endoscope image was dark and hazy and appeared brown. This was noticed at the beginning of the procedure when they were setting it up. Another scope was used to complete the procedure. There were no patient effects. The product is returning.